Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/07/2026, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was 91 mg/dl. The patient took a fingerstick, and it was high, but she could not remember the exact value. No specific symptoms were reported from the event. When the ¿squad¿ arrived, another fingerstick was taken and the blood glucose reading was more than 270 mg/dl. No cgm reading was reported from that moment. It is unknown what the patient referred to when she mentioned that a ¿squad¿ came to her home for assistance, and it was not clarified during the report whether this referred to emergency medical services (ems). There was no information regarding possible treatment obtained. At the time of the report the patient was stable. No other details were documented, and the patient declined to provide further information. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.